Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Case description continued: the patient was then intubated by anesthesia. Following pericardiocentesis, the patient became hypertensive and was treated with epinephrine. Epinephrine treatment was then discontinued as systolic pressure was in the 160-170 mmhg range; vasopressors were then discontinued to prevent worsening flow from perforation. As prolonged balloon inflation did not tamponade the bleeding, an attempt was made to cross the perforation in the lad using a 2.8x19 rx graftmaster covered stent, but was unable to advance past the left main coronary artery; upon withdrawal, the stent struts were noted to be flared. The patient then developed recurrent hypotension (50 mmhg) with total lv pump dependency again. During the procedure, the patient became intermittently bradycardic and a temporary transvenous pacemaker was placed. Repeat echo showed significant pericardial effusion; the pericardial drain placed subxiphoid was no longer functional and old clotted material was noted within its catheter. A pericardial window was then made with another 1.5l of bright red blood removed, returning blood pressure to 150-160 mmhg. A 2.8x16 rx graftmaster covered stent was then deployed successfully in the om1 perforation with a maximum pressure of 16 atmospheres, sealing the perforation with no device issue and no adverse patient sequelae related to this device. Four units of packed red blood cells, two units of fresh frozen platelets, and cryoprecipitate were given to the patient. The mid lad perforation was treated via coil embolization. Follow-up angiography showed no further extravasation from the lad or om1 perforations. The patient developed ventricular tachycardia and ventricular fibrillation; chest compressions were started followed by defibrillation, restoring pace rhythm. The patient was stabilized with a left ventricular assist device and ventilator support and transferred to the cardiac intensive care unit in critical condition. On (B)(6), the patient began to deteriorate with decreased blood pressure in spite of aggressive support. Continuous renal replacement therapy was initiated on (B)(6) to better manage heart failure. On (B)(6), the patient condition deteriorated further with low blood pressure and increasing respiratory failure in spite of mechanical ventilation. Family requested withdrawal of support which was completed and the patient expired at 08:52 on (B)(6) 2016 as a result of hypotension and cardiac arrest due to multi-organ system failure. It was reported that patient health was declining toward death prior to use of the graftmaster devices and, in the opinion of the physician, graftmaster use did not cause or contribute to patient death in any way. No additional information was provided. User facility report states: detailed description of event, in lay terms (include reason this represents an unanticipated event): graftmaster stent was implanted on (B)(6) 2016 for coronary perforation. Patient stabilized, with lvad [left ventricular assist device] and ventilator support. On 7/13 began to deteriorate with decreased blood pressure in spite of aggressive support. Crrt [continuous renal replacement therapy] initiated on (B)(6) to better manage heart failure. On (B)(6) patient condition deteriorated further with low blood pressure and increasing respiratory failure in spite of mechanical ventilation. Family requested withdrawal of support which was completed and the patient expired at 0852 on (B)(6) 2016. Outcome: death - was autopsy done - no. Intensity: death. Assessment of relationship to protocol/participation - unlikely. Assessment of relationship to drug or device - unlikely. Related to other disease process: state disease: multi-organ failure, cardiogenic shock. Homebound past several months due to significant dyspnea; hypertension; deep vein thrombosis, chronic, right; prior cardiac catheterization ((B)(6) 2016); smokes 0.25 packs/day. Concomitant medical products: guide wire: 0.014 prowater; pilot 200, asahi confianza guide catheter: 7fr ebu 3.5; turnpike sheath: 7 fr 45cm pinnacle other: left ventricular support pump: impella 5.0. (B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of death, hemorrhage, hypotension, ventricular fibrillation, ventricular tachycardia are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. This graftmaster device was used after expiration. It should be noted that the expiration date of the product is important for sterility, efficacy, and performance of the device and that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: note the product use by date specified on the package. The unknown hi-torque pilot referenced is being filed under a separate manufacturing report number. Attachment: user facility report number (B)(4).

Event description:
It was reported that pre-procedure, as the patient was deemed high risk for surgical intervention and percutaneous coronary intervention, and posed a significant risk for procedural complications and death, a non-abbott left ventricular (lv) pump was placed in a left subclavian conduit. On (B)(6) 2016, during percutaneous coronary intervention, after placement of a 7fr non-abbott sheath and 7fr non-abbott guiding catheter via right common femoral artery access, a 0.14 prowater guide wire was positioned in the second septal perforator branch. An unspecified pilot 200 guide wire was then inadvertently advanced into the 1st obtuse marginal (om1) branch instead of the targeted left anterior descending (lad) coronary artery. An attempt was then made to cross the calcific, totally occluded mid lad lesion with the pilot 200, but the pilot 200 was unable to cross into the true lumen; no other device issues occurred with the pilot. After advancing a confianza pro into the true lad lumen, rotational atherectomy was performed in the mid lad. Follow-up angiogram revealed a perforation in the mid lad, presumed to be caused by a non-abbott guiding catheter, and a small guide wire-induced type iii perforation with extravasation in the mid om1 and with no distal vessel flow, believed to be caused by the pilot 200 since this was the only device to have entered that vessel. At this point, the patient became hypotensive (50-60 mmhg with no pulsatility on pressure waveform), was dependent on the lv pump, and pericardial effusion was noted on emergency echocardiogram (echo). Emergent pericardiocentesis was performed with 1.5l bright red blood removed. Case description continued